Event description:
The introducer needle in place in the right internal jugular, doctor was unable to advance wire further for sheath guidance, noted to be coiled. Upon removal of wire, noticed that it was frayed and slightly unraveled. Procedure stopped immediately. Admitted for cat scan which revealed wire fragment in sternocleidomastoid muscle tissue. Left in place with no apparent harm to pt. Diagnosis or reason for use: vessel dilator and guide wire.